Manufacturer narrative:
Device malfunction occurred, but did not cause or contribute to a death or serious injury.

Event description:
The reporter reported that, the patient had a complete revision and the lead explanted prophylactic. The generator was explanted due to end of battery life. The lead was returned to the manufacturer in two portions and an analysis was performed. A lead discontinuity was found in the lead body region of a positive quadfilar coil of the lead. A stress induced fracture with mechanical damage and fine pitting was visualized in the negative quadfilar coil. An area on another quadfilar coil strand was identified as a stress induced fracture and no pitting. The inner and outer tubing was found to have an abraded area in the lead body. A break of a few strands would still allow current flow through the portion of the lead . It is believed that stimulation was present for a certain period of time as evidenced by the presence of metal pitting.